Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left subclavian artery stenting procedure, the absolute pro stent system was advanced to the lesion without issue; however, during stent deployment, the stent jumped into the aorta. The stent was snared and removed. There was no adverse patient sequela or a clinically significant delay in procedure. Another same size absolute pro stent was successfully deployed and implanted to complete the procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
Only the stent was returned to abbott vascular for analysis. Visual analysis was performed on the returned device. The reported malposition of the device could not be confirmed. There were fractured struts in the distal and proximal end of the stent implant. The entire stent implant was stretched out and bent.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents.based on the information provided, the investigation was unable to determine a conclusive cause for the reported malposition. It may be possible that the delivery system interaction with the anatomy prevented smooth deployment causing the stent to jump forward under the retraction force of the deployment sheath, however, this could not be confirmed. The removal of the foreign body is due to the case circumstances. The noted material separation and deformation are due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.